Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt right eye on (B)(6) 2012. The lens was removed on (B)(6) 2012 due to flat vault and residual myopia. The surgeon enlarged the same incision to remove the lens. No suture was used. A longer length lens with a slightly different diopter was implanted.

Manufacturer narrative:
(B)(4). Method - lens work order search. Result - visual inspection of the returned product found a plate haptic is torn. Piece of optic is torn off and missing. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).